Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 260 mg/dl. The customer changed the pump supplies multiple times. A system check was performed and the cause of the occlusion could not be determined. The customer indicated that a healthcare provider would be contacted to obtain a back-up therapy to manage diabetes.